Event description:
A medtronic representative reported that, while in a spine procedure, the site ratcheting handle was damaged while being hammered. The metal piece on the back of the handle was broken off. Replacement was requested. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the end cap had been broken off of the handle. Otherwise, the handle was functional. Further engineering analysis found that there was an asymmetrical fracture pattern through the threads of the remaining portion of the impact cap and tears in the silicone along the outer diameter of where the impact cap attaches to the handle. The silver cap was missing therefore any damage to the cap could not be confirmed. The reported event was confirmed to be caused by impact to the handle during use. This issue was documented in a medtronic navigation hardware anomaly tracking database. The device was replaced to resolve the issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient information was not made available from the site. Product is class I for us regulations and does not require a 510(k) designation. Return requested. Replacement ratcheting handle shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.